Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) samples were provided for evaluation. The returned samples underwent visual inspection, and no visual defects were identified. The samples were subjected to a functional leakage test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Furthermore, the samples were evaluated for occlusion using specified testing procedures, and no occlusion or blockages were identified. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
This report is being submitted for additional samples that were received for lot # 0061988025. Please note, the additional events mentioned below were submitted via the following report numbers, 2521402-2025-00123, 2521402-2025-00124 and 2521402-2025-00125. Original report stated, "customer description of the event being reported: bloodlines were leaking. The first time, they were able to catch it before it got hooked to the patient. The second time, 2 lines were already hooked and there was about 200cc blood loss from the patient that was not cleaned. No injury but there was blood loss. Estimated blood loss, 200cc".